Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan through email from the (B)(6) alleging the one touch verio iq meter displayed the battery icon symbol. The patient did not allege any harm or injury because of the reported issue. The patient was unable to be reached by phone; therefore the alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter displayed the battery icon symbol. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.